Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the charge-pak and attention icons were illuminated. However, the wrench icon was not illuminated. Physio downloaded the device's electronic records from the event for review and was unable to verify the wrench icon was illuminated. Unrelated repairs were made to the device. Physio found that the bt1 voltage of the hybrid layer capacitor battery voltage of the was low and the solder joints of the battery were cracked, causing the charge-pak and attention icons to be illuminated. The customer received a replacement device and the returned device was archived by stryker.